Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a rental, dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additional information has been requested regarding the details of the reported death. The device was returned to the third-party service center for evaluation. Investigation findings determined blower hours were 830.3, machine hours were 829.9, and machine hours were 830.3. The device will be scrapped; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a rental, dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Additional information has been requested regarding the details of the reported death. The device was returned to the third-party service center for evaluation. Investigation findings determined blower hours were 830.3, machine hours were 829.9, and machine hours were 830.3. The device will be scrapped; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed. This report was previously marked as " product problem" in section b. Upon review, it is updated to " adverse event".

Event description:
The manufacturer received information alleging a patient with a rental, dreamstation st30 has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.